Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, 2 days after a gastrointestinal procedure, the suture released without the staples being found. Following peritonitis, a colostomy (stoma) was done. The anvil could bend during releasing and open. The device could be fired and could cut the tissue. The rings could be formed. There was unanticipated tissue loss and the procedure was converted to an open surgery. The surgery time was extended.